Event description:
It was reported that the live image is ok on the 9800 sys, but when attempting to review previous images or sending images to pacs, the image is broken up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the video controller. The sys was tested and found to be working as intended and placed back into svc.